Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to try and replace the graphic user interface (gui) cable. Then attempt to replace the gui printed circuit board (pcb). The customer was also advised to check the style of the backlight inverter. The customer acknowledged and will call back if further assistance in needed.

Event description:
It was reported that during patient use, a ventilator malfunctioned. The patient was then transferred to another ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4).the customer installed a graphic user interface (gui) printed circuit board (pcb). The service engineer (se) then installed the latest software version on the device. The device then passed all testing and was placed back in service at the user facility.